Manufacturer narrative:
The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformance related to the complaint event was identified. The device was not returned for evaluation as it remained implanted. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs) who was present on the site. Available information suggests patient and procedural factors likely contributed to the event. Per event description, the root cause of the event was the fragility of the leaflets, as they were sliding out from the clasps despite adequate grasping. Additionally, it is mentioned in the event description that the imaging was difficult. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing non-conformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint number (B)(4). It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. B2: other serious - in this case there was no reintervention performed. However, there is a potential for reintervention. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position. During procedure, a single leaflet device attachment (slda) occurred. Initial strategy was multi-device. There were no difficulties while removing sutures, and no device issues during implantation. However, imaging was difficult, and there were dense chords affecting the grasping area and fragile leaflets sliding out of paddles after grasping. The first device was implanted in the anterior-septal (a-s) position with a 2-8 clocking, after good visible insertion. During release, the septal leaflet detached. A second device was attempted, but due to bad visibility the septal and the leaflet sliding out when closing the device, the decision was made to abort the procedure after several attempts. Stabilizing the first device was not feasible due to the risk of a second slda. As per medical opinion, the root cause of the event was the fragility of the leaflets, as they were sliding out from the clasps despite adequate grasping. There was no patient injury, and the patient was in stable condition after the procedure. No further treatment was required or planned. The initial and final tricuspid regurgitation (tr) grade was torrential (5+).